Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A manual insulin injection was used to address bg. Reportedly, customer inadvertently clicked on the "change cartridge" button on the pump, but did not have enough insulin to complete the load. Reportedly, the pump supplies were changed to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.